Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Mr (B)(6) was performing his second laparoscopic cholecystectomy. (B)(6) was the scrub nurse for the procedure. (B)(6) fully mobilized the gallbladder. Due to the gallbladder splitting (B)(6) used our bag to remove the gallbladder. He opened the bag and placed the gallbladder inside. He tried to then pull the gallbladder through the incision site but the specimen was too large. He used his index finger to try and help ease the bag through the incision. He then pulled the bag whilst making a circular motion. The bag then burst at the tip and the gallbladder was left half in half out of the abdominal wall. Two more bags were then used to collect the stones which were in the abdomen, no problems with second two bags. Type of intervention: ni. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned without the introducer rod. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.